Event description:
Customer reported that there was fire and smoke coming from the table. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Manufacturer narrative:
A product inspection/analysis could not be performed because the field service was not on site and no further data (e.g. Images, videos) was provided. The event occurred back in 2023; however, it was reported the first time on 24-jan-2025 to baxter. The customer has confirmed that the batteries were replaced shortly before the event occurred by themself, who is not trained and certified for the product. As a result of the service work carried out, it is most likely that the batteries were not installed correctly following this, an internal collision was possible when moving the table into the lowest position which damaged the circuit board of the battery. This then results in a short circuit, which led to smoke and fire development. The issue is already known and the field action fa-2024-056 was initiated to mitigate this risk. Based on this, no further actions are necessary.

Event description:
Customer reported that there was fire and smoke coming from the table. This report was filed in our complaint handling system as complaint # (B)(4).